Manufacturer narrative:
Correction: product, unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Additional information: patient demographic information and procedure information.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a tumor resection. It was reported that the surgeon felt inaccurate. Site was using mprage exams and, per the surgeon's comment, when the surgeon was on the skin, the surgeon was accurate, but when further into the anatomy, the surgeon was off from expected trajectory. Inaccuracy was reported to be 3-mm. There was a reported delay to the procedure of 30 minutes and no known impact on the patient outcome.

Manufacturer narrative:
Additional information: archive shows the registrations were performed prone and that there is compressed skin on both ears. One registration was touch only and did not match to the landmarks properly. The trace pattern is minimal and only on the back of the head including areas of compressed skin. There is no indication of any software issue contributing to the reported behavior. Software appears to be working as designed.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a procedure, the surgeon observed an inaccuracy when entering further into patient anatomy and the surgeon was off from the expected trajectory. It was reported that the surgeon was accurate on skin. Site was using mprage exams. The procedure was completed with the use of navigation. No information was provided on delay and patient outcome.